Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings: investigation revealed that the ok button key contact was found to be inverted when the keypad cover was removed. The contrast button was found to be intermittently responsive; the contrast button does not affect insulin delivery function. Contamination was also found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the ok button key contact was found to be inverted when the keypad cover was removed. The contrast button was found to be intermittently responsive; the contrast button does not affect insulin delivery function. Contamination was also found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/26/2013.